Event description:
Consumer reported complaint for high blood glucose test results. The customer called concerned with test results from all meter memory results provided. The customer stated her expected am fasting blood glucose test result range is 90-125mg/dl. Customer also stated that if her glucose is over 125-140mg/dl, she is supposed to check with her doctor because she is not taking diabetic medication. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/30/2027 and customer could not remember the open vial date. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 129mg/dl date: unsure time: unsure fasting am, result 2: 118mg/dl date: unsure time: unsure fasting am , result 3: 138mg/dl date: unsure time: unsure fasting am , result 4: 171mg/dl date: unsure time: unsure fasting am , result 5: 113mg/dl date: unsure time: unsure fasting am, result 6: 159mg/dl date: unsure time: unsure fasting am , result 7: 146mg/dl date: unsure time: unsure fasting am , result 8: 110mg/dl date: unsure time: unsure fasting am.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.